Event description:
Baxter reported, "the edge of the spike of transfer set was broken due to mis-spike by clean flash. The set was in use for 14 days." There was no pt injury or medical intervention associated with this incident according to baxter japan.

Manufacturer narrative:
A sample has been requested for analysis.